Manufacturer narrative:
The field service engineer (fse) was troubleshooting and investigating the issues with the reported that b30 (scope communication errors) occurring on their exera iii system with several scopes. After discussing the issue with the end-users and bio med personnel, the issue was occurring with different scopes and occurring in other procedure rooms with other exera iii processors/light sources. It was determined that the issue was likely with the scopes and will need to be sent in for evaluation and repair. The fse, endoscopic support specialist (ess) and endoscopy account manager (eam) were on site to aid the customer in identifying trends (scope serial numbers, which procedure rooms, time of last reprocessing event, etc.). The customer will send the scopes for further evaluation. The ess will provide observation and training for the staff. Additionally, the customer cleaned and tested all 3 towers without issue. The customer requested a fse dispatched to investigation the equipment and evaluate on-site. The device was not expected to be returned due to the fse and customer identifying that the scopes causing the b30 errors and not the towers. Per the fse and ess, the issue was found to be with the 190 scopes, not the 180 scopes. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the xenon light source displayed error b30 (scope communication error) with many clv-190 scopes on three different towers. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure event was not identified. Olympus will continue to monitor field performance for this device.